Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 928857 batch no: 9168527. Verbatim: consumer reported needle hub will remove with shield removal found 2 syringes within this box lot #: 9168527a catalog#: 928857 date of event: unknown.

Manufacturer narrative:
Investigation: customer returned (44) 1/2cc, 8mm, 31g walgreens syringes (14 loose, 30 in sealed poly bags) with the shelf carton from lot # 9168527. Customer states that the needle hub will remove with shield removal. All returned syringes were tested and no hub-needle assembly separated from the barrel when removing the shield. A review of the device history record was completed for batch# 9168527. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.5ml 31ga 8mm 10bag 500 pl/wg experienced hub separation from the device during use. The following information was provided by the initial reporter: material no: 928857, batch no: 9168527. Verbatim: consumer reported needle hub will remove with shield removal found 2 syringes within this box. Lot #: 9168527a, catalog#: 928857, date of event: unknown.